Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. Following the procedure, the patient experienced a slight droop in their lips. Per the physician the droop was expected to resolve in 1-2 months. The patient also experienced extraneous stimulation in the form of hoarseness. They were seen for a follow up on (B)(6) 2025, and their therapy amplitude was reduced from 2.6ma to 2ma. The patient was seen for a follow up on (B)(6) 2025, and it was confirmed that the stim resolved and the patient reported that the change in voice was due to an inhaled medication. The patient was seen for a follow up on (B)(6) 2026, and there were no further complaints of lip drooping.

Event description:
A barostim system was implanted on (B)(6) 2025. Following the procedure, the patient experienced a slight droop in their lip. Per the physician the droop was expected resolve in 1-2 months. The patient also experienced extraneous stimulation in the form of hoarseness. They were seen for a follow up on (B)(6) 2025, and their therapy amplitude was reduced from 2.6ma to 2ma.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the droop was expected resolve in 1-2 months. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. Following the procedure, the patient experienced a slight droop in their lip. Per the physician the droop was expected resolve in 1-2 months. The patient also experienced extraneous stimulation in the form of hoarseness. They were seen for a follow up on (B)(6) 2025, and their therapy amplitude was reduced from 2.6ma to 2ma. The patient was seen for a follow up on (B)(6) 2025, and it was confirmed that the stim resolved and the patient reported that the change in voice was due to an inhaled medication.